Event description:
It was reported that the t:slim x2 pump battery would not charge despite several troubleshooting attempts, including using the tandem charging cable and wall adapter and trying a different wall adapter. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.